Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed per spec due to high readings.

Event description:
It was reported that the customer had a bad sensor alert. Customer's blood glucose level was 294 mg/dl. Customer treated with the insulin pump. Customer advised to remove and change out the sensor. Sensor will be replaced. No additional information provided.